Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) may have reached end of life (eol). The field representative indicated there had been previous concerns over the device's battery longevity last year. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.